Event description:
It was reported that the speed display was inaccurate. A rotablator console was selected for use. The procedure was completed with this device. Post procedure outside the patient, it was noted that the console failed to display accurate speed. No patient complications reported.